Manufacturer narrative:
This event is currently under investigation.

Event description:
No additional information was received.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
Ipsilateral limb trigger wire could not be removed. The blue release knob was unable to be pulled backwards to release the wire. The blue knob appeared to be glued to the more posterior grey part of the pusher. The blue knob was removed with clamps to reach the wire and release the graft. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation: the zenith flex aaa endovascular graft returned for evaluation. Visual inspection of the device noted, the ipsilateral trigger wire release mechanism shows evidence of a plier-like tool to aid in removal. Evidence of glue was seen on the inside of the ipsilateral trigger wire release mechanism. The trigger wire knob was returned and showed no damages, it screws into the trigger wire release mechanism easily. The grip was returned removed from the system. Glue was evident on the trigger shaft, flowing approximately 1.5 cm in length from the trigger cap; glue width was approximately 6 mm. This suggests that the glue was applied to the threads of the trigger collar, as stated in associated manufacturing documents, but leaked downwards onto the trigger shaft. Either the trigger shaft was not wiped down as specified in associated manufacturing documents or not all of the glue was removed in that process. Most likely the trigger grips were placed onto the trigger shaft while the adhesive was still wet, causing the trigger grip closest to the trigger collar to be glued onto the trigger shaft. This would cause the difficulty with removing the trigger grip and would lead to the presence of dried glue on the returned device. According to the information in the complaint report and the device evaluation, the root cause is due to the issue occurring during manufacturing. A review of the complaint history, device history record, IFU, quality control and visual inspection of the returned device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. Appropriate actions have been taken to address this non-conformance. We will continue to monitor for similar complaints.